Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('abdominopelvic pain/not systematized pelvic pain'), device dislocation ('migration of left essure insert seen on the left flank/the left essure was found in the right iliac fossa, in the great omentum') and uterine perforation ('right essure migration myometrium right horn'). In a 45-year-old female patient who had essure (batch no. C13148), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "biopsy of patient¿s tubes showed, significant number of tin particles (29). As well as titanium (9) and platinum/the examination of the right and left essure inserts showed presence of the same particles". The patient's medical history included: perineoplasty (the intervention went smoothly. The postoperative course was unremarkable. She was reviewed in post-operative consultation on (B)(6) 2014. Perineal healing is complete, good clinical result, good correction of the vulvar open bite and its rectocele) on (B)(6) 2014, uterine abrasion in 2013 and parity 2 (2 children). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), arthralgia ("joint pain"), tendonitis ("tendonitis"), memory impairment ("instantaneous memory disorders"), disorientation ("spatial disorientation/loss of landmarks in space"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability"), sleep disorder ("major sleep disorders"), headache ("headaches/helmet headaches"), fatigue ("crushing and disabling fatigue/extreme fatigue") and loose tooth ("tooth loosening"). On (B)(6) 2019, the patient experienced adenomyosis ("uterus adenomyosis"), (B)(6) years (B)(6) months after insertion of essure. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia"), vaginal discharge ("leukorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("strong dyspareunia"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), insomnia ("insomnia"), middle insomnia ("waking at night"), rash ("skin disorders with rash on face and hands"), palpitations ("heart palpitations"), adnexa uteri cyst ("paratubar cyst measuring 3 mm in the right tube region"), granuloma ("macrophagic granuloma in the right horn area"), noninfectious peritonitis ("inflammation was noticed in the omentum area"), skin disorder ("skin disorders with rash on face and hands") and nervous system disorder ("neurological disorders"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (removal of essure laparotomy, subtotal hysterectomy with ovarian conservative salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, arthralgia, tendonitis, memory impairment, disorientation, speech disorder, disturbance in attention, irritability, sleep disorder, headache, fatigue, loose tooth, heavy menstrual bleeding, vaginal discharge, dysmenorrhoea, dyspareunia, musculoskeletal pain, dizziness, tinnitus, visual impairment, insomnia, middle insomnia, rash, palpitations, adenomyosis, adnexa uteri cyst, granuloma, noninfectious peritonitis and skin disorder was resolving. And the nervous system disorder outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, arthralgia, device dislocation, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, granuloma, headache, heavy menstrual bleeding, insomnia, irritability, loose tooth, memory impairment, middle insomnia, musculoskeletal pain, nervous system disorder, noninfectious peritonitis, palpitations, pelvic pain, rash, skin disorder, sleep disorder, speech disorder, tendonitis, tinnitus, uterine perforation, vaginal discharge and visual impairment to be related to essure. The reporter commented: left essure in the greater omentum. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2019, search for left essure device. Not visible on pelvic MRI. The right essure device appears to be in place within the pelvis. The left device is visible at the level of the left flank. Magnetic resonance imaging: on (B)(6) 2019, uterus adenomyosis and migration of left essure insert. Which was not seen in the uterine horn, but on the left flank; on (B)(6) 2019, grade 2 cystocele, grade 1 hysterocele, grade 1 anterior rectocele. Pathology test: on an unknown date, presence of a paratubar cyst measuring 3 mm in the right tube region. Confirmed, the adenomyosis and showed presence of macrophagic granuloma in the right horn area, adjacent to the insert. Inflammation was noticed in the omentum area. Batch no: c13148, production date: 2014-01-22, expiration date: 2017-01-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, a new adverse event reported: neurological disorders. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abdominopelvic pain / not systematized pelvic pain'), device dislocation ('migration of left essure insert seen on the left flank / the left essure was found in the right iliac fossa, in the great omentum') and uterine perforation ('right essure migration myometrium right horn') in a 45-year-old female patient who had essure (batch no. C13148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "biopsy of patient¿s tubes showed significant number of tin particles (29), as well as titanium (9) and platinum / the examination of the right and left essure inserts showed presence of the same particles". The patient's medical history included perineoplasty (the intervention went smoothly. The postoperative course was unremarkable. She was reviewed in post-operative consultation on (B)(6) 2014. Perineal healing is complete, good clinical result, good correction of the vulvar open bite and its rectocele) on (B)(6) 2014, uterine abrasion in 2013 and parity 2 (2 children). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), arthralgia ("joint pain"), tendonitis ("tendonitis"), memory impairment ("instantaneous memory disorders"), disorientation ("spatial disorientation / loss of landmarks in space"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability"), sleep disorder ("major sleep disorders"), headache ("headaches / helmet headaches"), fatigue ("crushing and disabling fatigue / extreme fatigue") and loose tooth ("tooth loosening"). On (B)(6) 2019, the patient experienced adenomyosis ("uterus adenomyosis"), 4 years 11 months after insertion of essure. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal discharge ("leukorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("strong dyspareunia"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), insomnia ("insomnia"), middle insomnia ("waking at night"), rash ("skin disorders with rash on face and hands"), palpitations ("heart palpitations"), adnexa uteri cyst ("paratubar cyst measuring 3 mm in the right tube region"), granuloma ("macrophagic granuloma in the right horn area"), noninfectious peritonitis ("inflammation was noticed in the omentum area") and skin disorder ("skin disorders with rash on face and hands"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (removal of essure - laparotomy, subtotal hysterectomy with ovarian conservative salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, arthralgia, tendonitis, memory impairment, disorientation, speech disorder, disturbance in attention, irritability, sleep disorder, headache, fatigue, loose tooth, menorrhagia, vaginal discharge, dysmenorrhoea, dyspareunia, musculoskeletal pain, dizziness, tinnitus, visual impairment, insomnia, middle insomnia, rash, palpitations, adenomyosis, adnexa uteri cyst, granuloma, noninfectious peritonitis and skin disorder was resolving. The reporter considered adenomyosis, adnexa uteri cyst, arthralgia, device dislocation, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, granuloma, headache, insomnia, irritability, loose tooth, memory impairment, menorrhagia, middle insomnia, musculoskeletal pain, noninfectious peritonitis, palpitations, pelvic pain, rash, skin disorder, sleep disorder, speech disorder, tendonitis, tinnitus, uterine perforation, vaginal discharge and visual impairment to be related to essure. The reporter commented: left essure in the greater omentum. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: search for left essure device not visible on pelvic MRI. The right essure device appears to be in place within the pelvis. The left device is visible at the level of the left flank. Magnetic resonance imaging - on (B)(6) 2019: uterus adenomyosis and migration of left essure insert, which was not seen in the uterine horn but on the left flank.; on (B)(6) 2019: grade 2 cystocele. Grade 1 hysterocele. Grade 1 anterior rectocele. Pathology test - on an unknown date: presence of a paratubar cyst measuring 3 mm in the right tube region, confirmed the adenomyosis and showed presence of macrophagic granuloma in the right horn area, adjacent to the insert. Inflammation was noticed in the omentum area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: a new reporter was added (lawyer), the essure lot number, indication of the essure, medical history, new adverse event (essure migration myometrium right horn), 3 days of hospitalization (insertion of the essure and perineorrhaphy) and laboratory exams were provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abdominopelvic pain / not systematized pelvic pain') and device dislocation ('migration of left essure insert seen on the left flank / the left essure was found in the right iliac fossa, in the great omentum') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "biopsy of patient¿s tubes showed significant number of tin particles (29), as well as titanium (9) and platinum / the examination of the right and left essure inserts showed presence of the same particles". The patient's medical history included parity 2 (2 children). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), tendonitis ("tendonitis"), memory impairment ("instantaneous memory disorders"), disorientation ("spatial disorientation / loss of landmarks in space"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability"), sleep disorder ("major sleep disorders"), headache ("headaches / helmet headaches"), fatigue ("crushing and disabling fatigue / extreme fatigue") and loose tooth ("tooth loosening"). On (B)(6) 2019, the patient experienced adenomyosis ("uterus adenomyosis"), 4 years 11 months after insertion of essure. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), vaginal discharge ("leukorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("strong dyspareunia"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), insomnia ("insomnia"), middle insomnia ("waking at night"), rash ("skin disorders with rash on face and hands"), palpitations ("heart palpitations"), adnexa uteri cyst ("paratubar cyst measuring 3 mm in the right tube region"), granuloma ("macrophagic granuloma in the right horn area"), noninfectious peritonitis ("inflammation was noticed in the omentum area") and skin disorder ("skin disorders with rash on face and hands"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, tendonitis, disorientation, irritability, sleep disorder, fatigue, loose tooth, menorrhagia, vaginal discharge, dysmenorrhoea, dyspareunia, musculoskeletal pain, dizziness, tinnitus, visual impairment, insomnia, middle insomnia, rash, palpitations, adenomyosis, adnexa uteri cyst, granuloma, noninfectious peritonitis and skin disorder was resolving and the device dislocation, memory impairment, speech disorder, disturbance in attention and headache outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, arthralgia, device dislocation, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, granuloma, headache, insomnia, irritability, loose tooth, memory impairment, menorrhagia, middle insomnia, musculoskeletal pain, noninfectious peritonitis, palpitations, pelvic pain, rash, skin disorder, sleep disorder, speech disorder, tendonitis, tinnitus, vaginal discharge and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("abdominopelvic pain / not systematized pelvic pain"), device dislocation ("migration of left essure insert seen on the left flank / the left essure was found in the right iliac fossa, in the great omentum") and uterine perforation ("right essure migration myometrium right horn") in a 45 year-old female patient who had essure inserted (lot no. C13148) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device physical property issue ("biopsy of patient¿s tubes showed significant number of tin particles (29), as well as titanium (9) and platinum / the examination of the right and left essure inserts showed presence of the same particles"). The patient had a medical history of perineoplasty (the intervention went smoothly. The postoperative course was unremarkable. She was reviewed in post-operative consultation on (B)(6) 2014. Perineal healing is complete, good clinical result, good correction of the vulvar open bite and its rectocele) in 2014, uterine abrasion in 2013 and tobacco user (weaned in 2013 or 2015) and parity 2 (2 children). Concomitant products included zithromax (azithromycin), levothyrox (levothyroxine sodium), dermoval [betamethasone valerate], ixprim (paracetamol;tramadol hydrochloride), voltarene [diclofenac diethylamine], amoxicilline gnr [amoxicillin sodium], paroex (chlorhexidine gluconate), diclofenac, revaxis (diphtheria vaccine toxoid;polio vaccine inact 3v (vero);tetanus vaccine toxoid), esomeprazole, celebrex (celecoxib) and lyrica (pregabalin). On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), joint pain ("joint pain / pain in left knee, both elbows and lumbar region"), tendonitis ("tendonitis"), memory impairment ("instantaneous memory disorders"), disorientation ("spatial disorientation / loss of landmarks in space"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability"), sleep disorder ("major sleep disorders"), headache ("headaches / helmet headaches"), fatigue ("crushing and disabling fatigue / extreme fatigue") and loose tooth ("tooth loosening"). In 2017 she experienced autoimmune thyroiditis ("hashimoto hypothyroidism"). In (B)(6) 2018 she experienced haematochezia ("episodes of blood in stools"), abdominal pain ("abdominal pain") and diarrhoea ("diarrhea"). In (B)(6) 2018 she experienced tooth abscess ("dental abscess"). On (B)(6) 2019 she experienced adenomyosis ("uterus adenomyosis"). In (B)(6) 2019 she experienced burnout syndrome ("burn-out"). In (B)(6) 2019 she experienced sleep apnoea syndrome ("sleep apnea syndrome"). On (B)(6) 2020 she experienced device dislocation (seriousness criterion medically important). In 2020 she underwent spinal operation ("lumbar surgery"). In (B)(6) 2021 she experienced hypotension ("episode of hypotension") and arthralgia ("pain in right shoulder and pain in left achille tendon."). An unknown time later she experienced uterine perforation (seriousness criterion medically important), heavy menstrual bleeding ("menorrhagia"), vaginal discharge ("leukorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("strong dyspareunia"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), insomnia ("insomnia"), middle insomnia ("waking at night"), rash ("skin disorders with rash on face and hands"), palpitations ("heart palpitations"), adnexa uteri cyst ("paratubar cyst measuring 3 mm in the right tube region"), granuloma ("macrophagic granuloma in the right horn area"), noninfectious peritonitis ("inflammation was noticed in the omentum area"), skin disorder ("skin disorders with rash on face and hands") and nervous system disorder ("neurological disorders"). The patient was hospitalised from (B)(6) 2020 for 3 days. The patient was treated with surgery (removal of essure - laparotomy, subtotal hysterectomy with ovarian conservative salpingectomy). At the time of the report, the pelvic pain, device dislocation, joint pain, tendonitis, memory impairment, disorientation, speech disorder, disturbance in attention, irritability, sleep disorder, headache, fatigue, loose tooth, heavy menstrual bleeding, vaginal discharge, dysmenorrhoea, dyspareunia, musculoskeletal pain, dizziness, tinnitus, visual impairment, insomnia, middle insomnia, rash, palpitations, adenomyosis, adnexa uteri cyst, granuloma, noninfectious peritonitis and skin disorder were resolving. The outcomes for nervous system disorder, haematochezia, abdominal pain, diarrhoea, autoimmune thyroiditis, tooth abscess, burnout syndrome, sleep apnoea syndrome, spinal operation, hypotension and arthralgia were unknown. The reporter considered adenomyosis, adnexa uteri cyst, joint pain, device dislocation, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, granuloma, headache, heavy menstrual bleeding, insomnia, irritability, loose tooth, memory impairment, middle insomnia, musculoskeletal pain, nervous system disorder, noninfectious peritonitis, palpitations, pelvic pain, rash, skin disorder, sleep disorder, speech disorder, tendonitis, tinnitus, uterine perforation, vaginal discharge and visual impairment to be related to essure administration but saw no causal relationship between burnout syndrome and essure. No causality assessment was received for essure with regard to haematochezia, abdominal pain, diarrhoea, autoimmune thyroiditis, tooth abscess, sleep apnoea syndrome, spinal operation, hypotension or arthralgia. The reporter commented: left essure in the greater omentum. Expertise meeting is scheduled on (B)(6) 2023 in (B)(6) 2019: essure removal whished by the patient. A link between essure and symptoms was considered by the patient. In (B)(6) 2019: work stoppage for several months. In (B)(6) 2020, the patient was dismissed by her employer due to incapacity to ensure her job. Pain probably related to essure according to the physician dr v.r. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.992 kg/sqm. [Abdominal x-ray] on (B)(6) 2019: search for left essure device not visible on pelvic MRI. The right essure device appears to be in place within the pelvis. The left device is visible at the level of the left flank [cardiovascular evaluation] in (B)(6) 2019: normal but dyspnea and pain on exertion [heavy metal test] in (B)(6) 2019: increased rate [magnetic resonance imaging] on (B)(6) 2019: uterus adenomyosis and migration of left essure insert, which was not seen in the uterine horn but on the left flank.; on (B)(6) 2019: grade 2 cystocele grade 1 hysterocele grade 1 anterior rectocele [pathology test] (date unknown): presence of a paratubar cyst measuring 3 mm in the right tube region, confirmed the adenomyosis and showed presence of macrophagic granuloma in the right horn area, adjacent to the insert. Inflammation was noticed in the omentum area. [Ultrasound scan] in (B)(6) 2019: essure outside fallopian tubes batch no c13148 production date (B)(6) 2014 expiration date (B)(6) 2017. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received, the following information were addd: new adverse events added (blood in stools with abdominal pain and diarrhea, hashimoto hypothyroidism, dental abscess, sleep apnea syndrome, lumbar surgery, episode of hypotension, pain in right shoulder and pain in left achille tendon), medical history, concomitant drugs and lab datas. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("abdominopelvic pain / not systematized pelvic pain"), device dislocation ("migration of left essure insert seen on the left flank / the left essure was found in the right iliac fossa, in the great omentum") and uterine perforation ("right essure migration myometrium right horn") in a 45 year-old female patient who had essure inserted (lot no. C13148) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device physical property issue ("biopsy of patient¿s tubes showed significant number of tin particles (29), as well as titanium (9) and platinum / the examination of the right and left essure inserts showed presence of the same particles"). The patient had a medical history of perineoplasty (the intervention went smoothly. The postoperative course was unremarkable. She was reviewed in post-operative consultation on 16-sep-2014. Perineal healing is complete, good clinical result, good correction of the vulvar open bite and its rectocele) in 2014, uterine abrasion in 2013 and tobacco user (weaned in 2013 or 2015) and parity 2 (2 children). Concomitant products included zithromax (azithromycin), levothyrox (levothyroxine sodium), dermoval [betamethasone valerate], ixprim (paracetamol;tramadol hydrochloride), voltarene [diclofenac diethylamine], amoxicilline gnr [amoxicillin sodium], paroex (chlorhexidine gluconate), diclofenac, revaxis (diphtheria vaccine toxoid;polio vaccine inact 3v (vero);tetanus vaccine toxoid), esomeprazole, celebrex (celecoxib) and lyrica (pregabalin). On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), arthralgia ("joint pain / pain in left knee, both elbows and lumbar region/ right shoulder pain "), tendonitis ("tendonitis"), memory impairment ("instantaneous memory disorders"), disorientation ("spatial disorientation / loss of landmarks in space"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability"), sleep disorder ("major sleep disorders"), headache ("headaches / helmet headaches"), fatigue ("crushing and disabling fatigue / extreme fatigue") and loose tooth ("tooth loosening"). In 2017 she experienced autoimmune thyroiditis ("hashimoto hypothyroidism"). In (B)(6) 2018 she experienced haematochezia ("episodes of blood in stools"), abdominal pain ("abdominal pain") and diarrhoea ("diarrhea"). In (B)(6) 2018 she experienced tooth abscess ("dental abscess"). On (B)(6) 2019 she experienced adenomyosis ("uterus adenomyosis"). In (B)(6) 2019 she experienced burnout syndrome ("burn-out"). In (B)(6) 2019 she experienced sleep apnoea syndrome ("sleep apnea syndrome"). On (B)(6) 2020 she experienced device dislocation (seriousness criterion medically important). In 2020 she underwent spinal operation ("lumbar surgery"). In (B)(6) 2021 she experienced hypotension ("episode of hypotension") and tendon pain ("pain in left achille tendon."). An unknown time later she experienced uterine perforation (seriousness criterion medically important), heavy menstrual bleeding ("menorrhagia"), vaginal discharge ("leukorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("strong dyspareunia"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), insomnia ("insomnia"), middle insomnia ("waking at night"), rash ("skin disorders with rash on face and hands"), palpitations ("heart palpitations"), adnexa uteri cyst ("paratubar cyst measuring 3 mm in the right tube region"), granuloma ("macrophagic granuloma in the right horn area"), noninfectious peritonitis ("inflammation was noticed in the omentum area"), skin disorder ("skin disorders with rash on face and hands") and nervous system disorder ("neurological disorders"). The patient was hospitalised from (B)(6) 2020 for 3 days. The patient was treated with surgery (removal of essure - laparotomy, subtotal hysterectomy with ovarian conservative salpingectomy). At the time of the report, the pelvic pain, device dislocation, arthralgia, tendonitis, memory impairment, disorientation, speech disorder, disturbance in attention, irritability, sleep disorder, headache, fatigue, loose tooth, heavy menstrual bleeding, vaginal discharge, dysmenorrhoea, dyspareunia, musculoskeletal pain, dizziness, tinnitus, visual impairment, insomnia, middle insomnia, rash, palpitations, adenomyosis, adnexa uteri cyst, granuloma, noninfectious peritonitis and skin disorder were resolving. The outcomes for nervous system disorder, haematochezia, abdominal pain, diarrhoea, autoimmune thyroiditis, tooth abscess, burnout syndrome, sleep apnoea syndrome, spinal operation, hypotension and tendon pain were unknown. The reporter considered adenomyosis, adnexa uteri cyst, arthralgia, device dislocation, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, granuloma, headache, heavy menstrual bleeding, insomnia, irritability, loose tooth, memory impairment, middle insomnia, musculoskeletal pain, nervous system disorder, noninfectious peritonitis, palpitations, pelvic pain, rash, skin disorder, sleep disorder, speech disorder, tendonitis, tinnitus, uterine perforation, vaginal discharge and visual impairment to be related to essure administration but saw no causal relationship between burnout syndrome and essure. No causality assessment was received for essure with regard to haematochezia, abdominal pain, diarrhoea, autoimmune thyroiditis, tooth abscess, sleep apnoea syndrome, spinal operation, hypotension or tendon pain. The reporter commented: left essure in the greater omentum. Expertise meeting is scheduled on (B)(6) 2023 in (B)(6) 2019: essure removal whished by the patient. A link between essure and symptoms was considered by the patient. In (B)(6) 2019: work stoppage for several months. In (B)(6) 2020, the patient was dismissed by her employer due to incapacity to ensure her job. Pain probably related to essure according to the physician dr (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.992 kg/sqm. [Abdominal x-ray] on (B)(6) 2019: search for left essure device not visible on pelvic MRI. The right essure device appears to be in place within the pelvis. The left device is visible at the level of the left flank [cardiovascular evaluation] in (B)(6) 2019: normal but dyspnea and pain on exertion [heavy metal test] in (B)(6) 2019: increased rate [magnetic resonance imaging] on (B)(6) 2019: uterus adenomyosis and migration of left essure insert, which was not seen in the uterine horn but on the left flank.; on (B)(6) 2019: grade 2 cystocele grade 1 hysterocele grade 1 anterior rectocele [pathology test] (date unknown): presence of a paratubar cyst measuring 3 mm in the right tube region, confirmed the adenomyosis and showed presence of macrophagic granuloma in the right horn area, adjacent to the insert. Inflammation was noticed in the omentum area. [Ultrasound scan] in (B)(6) 2019: essure outside fallopian tubes. Batch no c13148. Production date 2014-01-22. Expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: correction due to discrepancy between coding action item and match point coder query::event "shoulder pain & achille tendon pain r" was split and new event "tendon pain" were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abdominopelvic pain / not systematized pelvic pain') and device dislocation ('migration of left essure insert seen on the left flank / the left essure was found in the right iliac fossa, in the great omentum') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "biopsy of patient¿s tubes showed significant number of tin particles (29), as well as titanium (9) and platinum / the examination of the right and left essure inserts showed presence of the same particles". The patient's medical history included parity 2 (2 children). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), tendonitis ("tendonitis"), memory impairment ("instantaneous memory disorders"), disorientation ("spatial disorientation / loss of landmarks in space"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability"), sleep disorder ("major sleep disorders"), headache ("headaches / helmet headaches"), fatigue ("crushing and disabling fatigue / extreme fatigue") and loose tooth ("tooth loosening"). On (B)(6) 2019, the patient experienced adenomyosis ("uterus adenomyosis"), 4 years 11 months after insertion of essure. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), vaginal discharge ("leukorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("strong dyspareunia"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), insomnia ("insomnia"), middle insomnia ("waking at night"), rash ("skin disorders with rash on face and hands"), palpitations ("heart palpitations"), adnexa uteri cyst ("paratubar cyst measuring 3 mm in the right tube region"), granuloma ("macrophagic granuloma in the right horn area"), noninfectious peritonitis ("inflammation was noticed in the omentum area") and skin disorder ("skin disorders with rash on face and hands"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, arthralgia, tendonitis, memory impairment, disorientation, speech disorder, disturbance in attention, irritability, sleep disorder, headache, fatigue, loose tooth, menorrhagia, vaginal discharge, dysmenorrhoea, dyspareunia, musculoskeletal pain, dizziness, tinnitus, visual impairment, insomnia, middle insomnia, rash, palpitations, adenomyosis, adnexa uteri cyst, granuloma, noninfectious peritonitis and skin disorder was resolving. The reporter considered adenomyosis, adnexa uteri cyst, arthralgia, device dislocation, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, granuloma, headache, insomnia, irritability, loose tooth, memory impairment, menorrhagia, middle insomnia, musculoskeletal pain, noninfectious peritonitis, palpitations, pelvic pain, rash, skin disorder, sleep disorder, speech disorder, tendonitis, tinnitus, vaginal discharge and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: outcome of events device dislocation, instantaneous memory disorders, speech disorders, concentration disorders, headaches / helmet headaches was updated to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('abdominopelvic pain/not systematized pelvic pain'), device dislocation ('migration of left essure insert seen on the left flank/the left essure was found in the right iliac fossa, in the great omentum') and uterine perforation ('right essure migration myometrium right horn'). In a 45-year-old female patient who had essure (batch no. C13148), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "biopsy of patient¿s tubes showed significant number of tin particles ((B)(6)), as well as titanium ((B)(6)) and platinum. The examination of the right and left essure inserts showed presence of the same particles". The patient's medical history included: perineoplasty (the intervention went smoothly. The postoperative course was unremarkable. She was reviewed in post-operative consultation on (B)(6) 2014. Perineal healing is complete. Good clinical result, good correction of the vulvar open bite and its rectocele) on (B)(6) 2014, uterine abrasion in 2013 and parity 2 (2 children). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), arthralgia ("joint pain"), tendonitis ("tendonitis"), memory impairment ("instantaneous memory disorders"), disorientation ("spatial disorientation/loss of landmarks in space"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability"), sleep disorder ("major sleep disorders"), headache ("headaches/helmet headaches"), fatigue ("crushing and disabling fatigue/extreme fatigue") and loose tooth ("tooth loosening"). On (B)(6) 2019, the patient experienced adenomyosis ("uterus adenomyosis"), (B)(6) years (B)(6) months after insertion of essure. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal discharge ("leukorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("strong dyspareunia"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), insomnia ("insomnia"), middle insomnia ("waking at night"), rash ("skin disorders with rash on face and hands"), palpitations ("heart palpitations"), adnexa uteri cyst ("paratubar cyst measuring 3 mm in the right tube region"), granuloma ("macrophagic granuloma in the right horn area"), noninfectious peritonitis ("inflammation was noticed in the omentum area"). And skin disorder ("skin disorders with rash on face and hands"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (removal of essure laparotomy, subtotal hysterectomy with ovarian conservative salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device dislocation, arthralgia, tendonitis, memory impairment, disorientation, speech disorder, disturbance in attention, irritability, sleep disorder, headache, fatigue, loose tooth, menorrhagia, vaginal discharge, dysmenorrhoea, dyspareunia, musculoskeletal pain, dizziness, tinnitus, visual impairment, insomnia, middle insomnia, rash, palpitations, adenomyosis, adnexa uteri cyst, granuloma, noninfectious peritonitis and skin disorder was resolving. The reporter considered adenomyosis, adnexa uteri cyst, arthralgia, device dislocation, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, granuloma, headache, insomnia, irritability, loose tooth, memory impairment, menorrhagia, middle insomnia, musculoskeletal pain, noninfectious peritonitis, palpitations, pelvic pain, rash, skin disorder, sleep disorder, speech disorder, tendonitis, tinnitus, uterine perforation, vaginal discharge and visual impairment to be related to essure. The reporter commented: left essure in the greater omentum. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2019, search for left essure device not visible on pelvic MRI. The right essure device appears to be in place within the pelvis. The left device is visible at the level of the left flank. Magnetic resonance imaging: on (B)(6) 2019, uterus adenomyosis and migration of left essure insert, which was not seen in the uterine horn, but on the left flank; on (B)(6) 2019, grade 2 cystocele; grade 1 hysterocele; grade 1 anterior rectocele; pathology test: on an unknown date, presence of a paratubar cyst measuring 3 mm in the right tube region, confirmed the adenomyosis. And showed presence of macrophagic granuloma in the right horn area, adjacent to the insert. Inflammation was noticed, in the omentum area. Batch no: c13148, production date: 2014-01-22, expiration date: 2017-01-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominopelvic pain / not systematized pelvic pain [pelvic pain female] migration of left essure insert seen on the left flank / the left essure was found in the right iliac fossa, in the great omentum [device dislocation into abdominal cavity] right essure migration myometrium right horn [uterine perforation] joint pain / pain in left knee, both elbows and lumbar region/ right shoulder pain [painful joints] tendonitis [tendonitis] instantaneous memory disorders [memory disturbance] spatial disorientation / loss of landmarks in space [spatial disorientation] speech disorders [speech disorder] concentration disorders [concentration impairment] irritability [irritability] major sleep disorders [sleep disorder] headaches / helmet headaches [headache] crushing and disabling fatigue / extreme fatigue [fatigue extreme] tooth loosening [loose tooth] menorrhagia [menorrhagia] leukorrhea [leukorrhea] dysmenorrhea [dysmenorrhea] strong dyspareunia [dyspareunia] joint and muscle pain [arthromyalgia] dizziness [dizziness] tinnitus [tinnitus] vision disorders [visual disturbances] insomnia [insomnia] waking at night [nocturnal awakening] skin disorders with rash on face and hands [skin rash] heart palpitations [palpitations] uterus adenomyosis [adenomyosis uteri] paratubar cyst measuring 3 mm in the right tube region [paratubal cyst] macrophagic granuloma in the right horn area [granuloma] inflammation was noticed in the omentum area [noninfectious peritonitis] biopsy of patient¿s tubes showed significant number of tin particles (29), as well as titanium (9) and platinum / the examination of the right and left essure inserts showed presence of the same particles [device physical property issue] skin disorders with rash on face and hands [skin disorder] neurological disorders [neurological disorder nos] episodes of blood in stools [blood in stool] abdominal pain [abdominal pain] diarrhea [diarrhea] hashimoto hypothyroidism [hashimoto's thyroiditis] dental abscess [dental abscess] burn-out [burn-out syndrome] sleep apnea syndrome [sleep apnea syndrome] lumbar surgery [back surgery] episode of hypotension [hypotensive episode] pain in left achille tendon. [Achilles tendon pain] asthenia [asthenia] muscle pain [muscle pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominopelvic pain / not systematized pelvic pain"), device dislocation ("migration of left essure insert seen on the left flank / the left essure was found in the right iliac fossa, in the great omentum") and uterine perforation ("right essure migration myometrium right horn") in a 45 year-old female patient who had essure inserted (lot no. C13148) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device physical property issue ("biopsy of patient¿s tubes showed significant number of tin particles (29), as well as titanium (9) and platinum / the examination of the right and left essure inserts showed presence of the same particles"). The patient had a medical history of perineoplasty (the intervention went smoothly. The postoperative course was unremarkable. She was reviewed in post-operative consultation on (B)(6) 2014. Perineal healing is complete, good clinical result, good correction of the vulvar open bite and its rectocele) in 2014, uterine abrasion in 2013 and tobacco user (weaned in 2013 or 2015) and parity 2 (2 children). Concomitant products included zithromax (azithromycin), levothyrox (levothyroxine sodium), dermoval [betamethasone valerate], ixprim (paracetamol; tramadol hydrochloride), voltarene [diclofenac diethylamine], amoxicilline gnr [amoxicillin sodium], paroex (chlorhexidine gluconate), diclofenac, revaxis (diphtheria vaccine toxoid; polio vaccine inact 3v (vero); tetanus vaccine toxoid), esomeprazole, celebrex (celecoxib) and lyrica (pregabalin). On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), painful joints ("joint pain / pain in left knee, both elbows and lumbar region/ right shoulder pain "), tendonitis ("tendonitis"), memory impairment ("instantaneous memory disorders"), disorientation ("spatial disorientation / loss of landmarks in space"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability"), sleep disorder ("major sleep disorders"), headache ("headaches / helmet headaches"), fatigue ("crushing and disabling fatigue / extreme fatigue") and loose tooth ("tooth loosening"). In 2017 she experienced autoimmune thyroiditis ("hashimoto hypothyroidism"). In (B)(6) 2018 she experienced haematochezia ("episodes of blood in stools"), abdominal pain ("abdominal pain") and diarrhoea ("diarrhea"). In (B)(6) 2018 she experienced tooth abscess ("dental abscess"). On (B)(6) 2019 she experienced adenomyosis ("uterus adenomyosis"). In (B)(6) 2019 she experienced burnout syndrome ("burn-out"). In (B)(6) 2019 she experienced sleep apnoea syndrome ("sleep apnea syndrome"). On (B)(6) 2020 she experienced device dislocation (seriousness criterion medically important). In 2020 she underwent spinal operation ("lumbar surgery"). In (B)(6) 2021 she experienced hypotension ("episode of hypotension") and tendon pain ("pain in left achille tendon."). On unknown date she experienced uterine perforation (seriousness criterion medically important), heavy menstrual bleeding ("menorrhagia"), vaginal discharge ("leukorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("strong dyspareunia"), arthromyalgia ("joint and muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), insomnia ("insomnia"), middle insomnia ("waking at night"), rash ("skin disorders with rash on face and hands"), palpitations ("heart palpitations"), adnexa uteri cyst ("paratubar cyst measuring 3 mm in the right tube region"), granuloma ("macrophagic granuloma in the right horn area"), noninfectious peritonitis ("inflammation was noticed in the omentum area"), skin disorder ("skin disorders with rash on face and hands"), nervous system disorder ("neurological disorders"), asthenia ("asthenia") and myalgia ("muscle pain"). The patient was hospitalised from (B)(6) 2020 for 3 days. The patient was treated with surgery (removal of essure - laparotomy, subtotal hysterectomy with ovarian conservative salpingectomy). At the time of the report, the pelvic pain, device dislocation, painful joints, tendonitis, memory impairment, disorientation, speech disorder, disturbance in attention, irritability, sleep disorder, headache, fatigue, loose tooth, heavy menstrual bleeding, vaginal discharge, dysmenorrhoea, dyspareunia, arthromyalgia, dizziness, tinnitus, visual impairment, insomnia, middle insomnia, rash, palpitations, adenomyosis, adnexa uteri cyst, granuloma, noninfectious peritonitis and skin disorder were resolving. The outcomes for nervous system disorder, haematochezia, abdominal pain, diarrhoea, autoimmune thyroiditis, tooth abscess, burnout syndrome, sleep apnoea syndrome, spinal operation, hypotension and tendon pain were unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, painful joints, arthromyalgia, asthenia, autoimmune thyroiditis, device dislocation, diarrhoea, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, granuloma, haematochezia, headache, heavy menstrual bleeding, hypotension, insomnia, irritability, loose tooth, memory impairment, middle insomnia, myalgia, nervous system disorder, noninfectious peritonitis, palpitations, pelvic pain, rash, skin disorder, sleep apnoea syndrome, sleep disorder, speech disorder, spinal operation, tendon pain, tendonitis, tinnitus, tooth abscess, uterine perforation, vaginal discharge and visual impairment to be related to essure administration but saw no causal relationship between burnout syndrome and essure. The reporter commented: left essure in the greater omentum. Expertise meeting is scheduled on (B)(6) 2023 in (B)(6) 2019: essure removal whished by the patient. A link between essure and symptoms was considered by the patient. In (B)(6) 2019: work stoppage for several months. In (B)(6) 2020, the patient was dismissed by her employer due to incapacity to ensure her job. Pain probably related to essure according to the physician dr (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.992 kg/sqm. [Abdominal x-ray] on (B)(6) 2019: search for left essure device not visible on pelvic MRI. The right essure device appears to be in place within the pelvis. The left device is visible at the level of the left flank [cardiovascular evaluation] in (B)(6) 2019: normal but dyspnea and pain on exertion [heavy metal test] in (B)(6) 2019: increased rate [magnetic resonance imaging] on (B)(6) 2019: uterus adenomyosis and migration of left essure insert, which was not seen in the uterine horn but on the left flank.; on (B)(6) 2019: grade 2 cystocele grade 1 hysterocele grade 1 anterior rectocele [pathology test] (date unknown): presence of a paratubar cyst measuring 3 mm in the right tube region, confirmed the adenomyosis and showed presence of macrophagic granuloma in the right horn area, adjacent to the insert. Inflammation was noticed in the omentum area. [Ultrasound scan] in (B)(6) 2019: essure outside fallopian tubes batch 13148 production date 2014-01-22 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new lawyer reporter, events: asthenia, muscle pain and cluster ID added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abdominopelvic pain / not systematized pelvic pain') and device dislocation ('migration of left essure insert seen on the left flank / the left essure was found in the right iliac fossa, in the great omentum') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "biopsy of patient¿s tubes showed significant number of tin particles (29), as well as titanium (9) and platinum / the examination of the right and left essure inserts showed presence of the same particles". The patient's medical history included parity 2 (2 children). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), tendonitis ("tendonitis"), memory impairment ("instantaneous memory disorders"), disorientation ("spatial disorientation / loss of landmarks in space"), speech disorder ("speech disorders"), disturbance in attention ("concentration disorders"), irritability ("irritability"), sleep disorder ("major sleep disorders"), headache ("headaches / helmet headaches"), fatigue ("crushing and disabling fatigue / extreme fatigue") and loose tooth ("tooth loosening"). On (B)(6) 2019, the patient experienced adenomyosis ("uterus adenomyosis"), 4 years 11 months after insertion of essure. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), vaginal discharge ("leukorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("strong dyspareunia"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disorders"), insomnia ("insomnia"), middle insomnia ("waking at night"), rash ("skin disorders with rash on face and hands"), palpitations ("heart palpitations"), adnexa uteri cyst ("paratubar cyst measuring 3 mm in the right tube region"), granuloma ("macrophagic granuloma in the right horn area"), noninfectious peritonitis ("inflammation was noticed in the omentum area") and skin disorder ("skin disorders with rash on face and hands"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia, tendonitis, disorientation, irritability, sleep disorder, fatigue, loose tooth, menorrhagia, vaginal discharge, dysmenorrhoea, dyspareunia, musculoskeletal pain, dizziness, tinnitus, visual impairment, insomnia, middle insomnia, rash, palpitations, adenomyosis, adnexa uteri cyst, granuloma, noninfectious peritonitis and skin disorder was resolving and the device dislocation, memory impairment, speech disorder, disturbance in attention and headache outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, arthralgia, device dislocation, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, granuloma, headache, insomnia, irritability, loose tooth, memory impairment, menorrhagia, middle insomnia, musculoskeletal pain, noninfectious peritonitis, palpitations, pelvic pain, rash, skin disorder, sleep disorder, speech disorder, tendonitis, tinnitus, vaginal discharge and visual impairment to be related to essure. Amendment: the report was amended for the following reason: coding request ¿loose tooth" corrected. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.